Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit's balloon pump shows low battery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge representative evaluated the unit for the reported malfunction. The representative replaced the power supply after determining that it was defective. The representative performed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit's balloon pump shows low battery and battery icon empty even after long charge and gives alarm. There was no patient involvement.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit's balloon pump shows low battery. There was no patient involvement.